Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, specifications, and quality control was conducted during the investigation. One used flexor ansel guiding sheath was returned for evaluation. The dilator was not returned. The sheath was returned with the tubing separated from the hub. The flare passed through the larger setting but did not pass through the smaller setting. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information and results of the investigation the most likely root cause could not conclusively be determined. Measures have been previously conducted to address this failure mode. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure, using a flexor ansel guiding sheath, the check-flow valve and catheter were separated. The patient outcome was not provided.